Event description:
It was reported that a patient presented to clinic for follow up, the pacemaker (pm) was in back up mode during an interrogation. The pm was restored to normal setting. The patient had no consequences.